Event description:
It was reported that the inner sheath tip peak section was damaged. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1 field: due to limitation of text characters added here: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: d4, d8, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. Device inspection found ceramic insulation was missing. Based on the results of the investigation, the reported issue was caused by a component failure of the ceramic insulation. And the cause of the damage is likely deterioration over time. However, the definitive root cause of component failure could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received by the customer.